Event description:
It has been reported to philips that the flexvision computer intermittently did not boot with the system. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the identified that intermittently the flexvision pc was not starting automatically. Upon troubleshooting actions, rse identified that whenever the entire allura system was restarted, the flexvision pc needed to be started manually. The defective flexvision pc was returned for analysis and it was concluded that the psu was defective. To resolve the issue, rse replaced the flexvision pc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.